Event description:
Some of the cotton stuck- vagina [foreign body in reproductive tract]. Cotton began to stretch and pull apart [device breakage]. When removing tampon cotton began to stretch and pull apart, leaving cotton stuck [complication of device removal]. Consumer reported via rr that while removing tampon, the cotton began to stretch and pull apart. No serious injury was reported.